Manufacturer narrative:
Device evaluated by MFR.: promus elite ous mr 20 x 4.00mm stent delivery system was returned for analysis. A visual examination of the stent found stent damage. Stent struts were noted to be lifted from their crimped position. The undamaged stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 29oct2020. It was reported that difficulty crossing placed stent occurred. Vascular access was obtained via the femoral artery. The non-totally occluded 80% stenosed, 4mm x 12mm, eccentric, de novo target lesion containing a <=45 degrees bend was located in the mildly tortuous and moderately calcified left anterior descending artery. The physician successfully implanted a stent in the mid to proximal segment of the artery. A 20 x 4.00 promus elite drug-eluting stent was advanced to overlap but failed to cross the proximal stented segment. The procedure was completed with another of the same device. There were no patient complications reported and the patient's status was stable. However, returned device analysis revealed stent damage.